Event description:
The customer stated that he was getting low readings on his meter. He was comparing his contour with his onetouch. The onetouch would read in the 100's and his contour would read in the teens. The customer stated a control test gave him a result of 13. Customer service discussed storage of strips and found that customer stores strips correctly. Customer service discussed technique and found that customer was putting blood on top of the strip. Customer service advised correct technique. The customer ran a control test and got a 23. Customer service asked if a decimal point was present in the results. Customer stated that it was. Customer service explained the the meter was in mmol/l. Customer needed help switching the meter back to mg/dl because of his poor eyesight. A self check of meter was within range. A control test could not be performed because customer only had lifescan control. A blood test result was 90mg/dl. Customer service was sending a bottle of control solution.